Manufacturer narrative:
A partial lead with the connector pin measuring 52.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the lead was unable to get good threshold measurements. The physician attempted to reposition the lead, but the helix was unable to extend. The lead was not implanted. The patient was stable.